Event description:
This lead was implanted on (B)(6) 2011. And was extracted on (B)(6) 2016, due to high impedance. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).